Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the patient had an episode of ventricular tachycardia (vt) requiring cardioversion. The vt was catheter induced but then became sustained, despite withdrawal of the catheter. It was noted that the patient was part of the product (B)(6) study. The left ventricular (lv) lead was positioned deeper into the vein and it maintained stability. It was also reported there was unstable placement. The implant was completed with no further complications.